Event description:
The crew was transporting a non-critical pt to the hospital at 10:52 am on (B) (6) 2010. It was reported that the print button was pressed, and during printing, the device powered off on its own. The crew powered the device back on and the device resumed printing; however, the display was frozen/locked-up and the battery fuel gauges on the display were blinking erratically. This failure occurred upon arrival at the hospital and the pt was transferred over to their care with no compromise or adverse event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device; however, the reported failures were not verified nor duplicated. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported failure could not be determined.